Manufacturer narrative:
Only x-rays and the affected device was provide. Osstem reviewed the device's historical data (device history record, manufacturing batch record, raw material record, inspection record, lot compliant history). All reports confirm the device was manufactured according to specifications and no history of fractures that point to a device issue. Osstem's scientific advisory board reviewed the x-rays and the physical test results and point to two main reasons a) uneven load of the crown on the abutment and b) abutment was used in the posterior region which is not recommended per the IFU. The customer was re-educated about using the device only in the posterior region. [(B)(4)].

Event description:
Ziocera (ceramic) abutment was fractured at the neck.